Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Review of stored device memory revealed that shock impedance measurements had varied between 80-110 ohms, however, all other lead measurements were within normal limits. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from a health care professional (hcp) that all subsequent shock impedance measurements remain within normal limits with no additional out of range measurements. The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.